Event description:
It was reported that during central processing, the large suturecut needle driver wire was torn. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further failure analysis on the large suturecut needle driver instrument. The location of the fraying suggested that the cable experienced friction from the corner feature near the crimp that resulted in the cable fraying over time and use. This friction may be caused by the cable slipping out of its track when the grips are at the max yaw position and then being pulled back in when moved to the opposite yaw position. Maximum yaw position can only be achieved when off the system, such as during reprocessing, as the yaw position is limited when in use on the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.